Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced early depletion of infusion sets due to initial insertion errors that required discarding several sets, and replacement cd 23" 6 mm infusion sets were shipped to bridge to the next scheduled supply. Symptoms included no change in blood glucose. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included customer interview and case review. Investigation of this case revealed user technique issues leading to incorrect deployment or connection of the infusion set, consistent with an infusion set handling error without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion and connection.